Event description:
Litigation papers alleged: pain, numbness, clicking, soreness and a feeling of looseness.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 3/11/2014: medical records received. Patient was revised to address metallosis, brownish grey discoloration of the tissue, and corrosion on the trunnion. The stem and sleeve have been added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.